Manufacturer narrative:
Lot# 12181420-24. Visual inspection; functional inspection; material analysis; device history review; complaint history review; risk assessment; the returned was confirmed to have a disengagement locking mechanism visual upon inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event is likely multifactorial in nature.

Event description:
It was reported that; doctor was malleting in and the "lock-unlock latch" on the insterter fell off, and into the patient.

Event description:
It was reported that; doctor was malleting in and the "lock-unlock latch" on the inserter fell off, and into the patient.